Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away on (B)(6) 2014. According to his wife, cause of death was ventricular standstill and atherosclerotic vascular disease. She also stated that she was unsure if he was wearing his insulin pump at the time of his passing. A request has been made for the insulin pump to be returned for analysis. No add'l info was reported.